Event description:
The report received from the affiliate indicated that the physician experienced difficulty advancing the enterprise vrd and delivery system through the proximal hub of the prowler select plus microcatheter (mc). There was no reported product issue with the mc. The enterprise introducer was seated properly in the hub of the mc. Another enterprise vrd and delivery stent was used to complete the procedure successfully through the same mc. There was no reported loss of access to the target lesion as a result of the reported product issue. There was no reported patient injury. An adequate/continuous flush was maintained to the micro-catheter at all times. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. Addendum: preliminary analysis of the returned product indicated that the enterprise was removed from the introducer tube and it was noted a separation on the delivery wire at 4cm from the distal end, between the proximal delivery wire and the retraction bump.

Manufacturer narrative:
The report received from the affiliate indicated that difficulty was experienced when advancing the enterprise vrd and delivery system through the proximal hub of the prowler select plus microcatheter (mc). There was no reported product issue with the mc. The enterprise introducer was seated properly in the hub of the mc. Another enterprise vrd and delivery stent was used to complete the procedure successfully through the same mc. There was no reported loss of access to the target lesion as a result of the reported product issue. There was no reported patient injury. An adequate/continuous flush was maintained to the micro-catheter at all times. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. The device was returned within the dispenser hoop and with analysis, when removed from the introducer tube, separation of the delivery wire was noted. No further information regarding the timing of the separation has been obtained in response to multiple investigative efforts. The product was returned for inspection. One non sterile enterprise vrd and delivery was received inside of the coil dispenser in a plastic bag. The enterprise stent was received at its original position. The delivery wire and the introducer tube presented no visual damaged. The enterprise was removed from the introducer tube and the delivery wire was noted separated at 4cm from the distal end, between the proximal delivery wire and the retraction bump. The enterprise stent was inspected under a microscope with no stent damages observed. The delivery was inspected and the separation was confirmed. The sem results showed that the core wire presented evidence of smearing and bending characteristics, as well as ductile dimples. It appears that the separation occurred while the sample piece was being stretched/ pulled due to the ductile dimples. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. A foreign matter was scanned for identification via x-ray analysis. The foreign matter yielded the following elements oxygen, chlorine, nitrogen, titanium, sodium, fluorine, nickel, silver and tin. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. Nitinol is a metal composed by nickel and titanium. The functional analysis could not be performed due to the received condition of the device. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10043233. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance the enterprise system into the microcatheter which was used successfully with another enterprise system could not be evaluated with functional testing due to the returned condition of the device. Based on the lack of information pertaining to the separated condition, no conclusion can be made regarding the timing or cause of the separation. However, there was no report of separation of the delivery wire which would have been evident to the user during procedural use. Therefore, post procedural handling may be a contributing factor. Additionally, based on the analysis, the unreported separation noted on the returned device appears to be related to reverse bending and/or pulling. The device did not present any indication of manufacturing defect or anomaly contributing to the reported event or the condition of the returned device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.